Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for moto error. The customer states the pump was damaged at the screen. The customer states there were scratches. The customer states the screen was difficult to read. The customer's blood glucose level was unknown. The pump passed testing. The customer was advised to monitor the device and call back if issues persist.